Event description:
Ophthalmic tech reports damaged wave card that could not be used. Card was stated to have been used one time and upon second use, it did not read. No pt was involved, and no surgeries were delayed. Tech stated he was able to use another card, to continue using the system.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable info becomes available. (B)(4).